Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available. G3: italy.

Event description:
It was reported, that the pump was blocked without giving any signal. It is unknown, if there was patient involvement. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal was missing and the dso sensor was worn. A review of the event history log found a "high pressure" and "sensor mismatch" alarm. During the functional testing, the customer reported issues could not be replicated but they were able to be confirmed with the event history log. The dso sensor was replaced as a preventative measure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.